Event description:
It was reported that the patient was going to have a revision the next day. The patient was experiencing lack of efficacy. There were high impedances but it was unknown how many electrodes were affected. The next day it was reported that impedances were fine and the lead had backed out of the epidural space and was sitting subcutaneous. A new lead was implanted and therapy was working great.

Manufacturer narrative:
Product ID 3778, lot# v571324007, implanted: 2011-(B)(6), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, (B)(4).